Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage at the tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.